Manufacturer narrative:
An event of bradycardia and unspecified infection was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the final non-coronary cusp implant depth was 3.21mm. Post-procedure, it was noted that the patient became bradycardic with a heart of 39 beats per minute. Medication was administered. Then, it was also noted that the patient had elevated values of c-reactive protein. An infection was suspected and the patient was administered with medications. Based on the information received, the cause of the reported bradycardia and unspecified infection could not be determined. The reported unexpected medical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1003 - vantage, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that no infection was confirmed and no blood culture was done. The patient's elevated c-reactive protein levels resulted in empirical antibody therapy as infection could not be exclude, but may have also been due to an inflammatory response after procedure. There was no initial or prolonged hospitalization due to this event. Review of fluoroscopic imaging revealed good implant height of the 27mm navitor valve. The cause of the patient's bradycardia is unknown, but it is known that patient has tendency to have low heart rates. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - vantage, patient site ID: (B)(6). It was reported that on (B)(6) 2023, that a 27mm navitor valve was successfully implanted in a patient. The final non-coronary cusp implant depth was 3.21mm. Post-procedure it was noted that the patient became bradycardic with a heart of 39 beats per minute. The decision was made to administer the patient atropine. On (B)(6) 2024, it was also noted that the patient had elevated values of c-reactive protein. An infection was suspected and the patient was administered amoxicillin and ciprofloxacin.